Event description:
It was reported that six hours after placing a patient on the device, a blood leak was small drops were seen exiting the device. The device was changed out. Additional information received march 16, 2015. The leakage occurred at the gas outlet as a small pinhole. Dripping slowly but consistently. No reported patient effect. (B)(4). MFR #8010762-2015-00303.